Event description:
It was reported to vyaire medical amplitude inaccurate on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). A vyaire field service representative(fsr) evaluated the device onsite and found out device amplitude meter panel was out on arrival and didn't display anything nor light up. Field representative opened up the unit to unplug the meter panel and check fitting for any unusualness. Found out that fitting was extremely loose and then started working after he re-plugged it. He decided to put a zip tie to secure the fittings. Field representative did a 2k preventive maintenance to just make sure everything was in specification then ran the unit to see if it would malfunction again and nothing. He was able to preform and pass patient circuit test and performance test on unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available